Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "component failure". While the patient was in the wheelchair the left side drive wheel detached from the device. The wheelchair was evaluated and the main hub bolt has sheared off, allowing the drive wheel to slide off the motor shaft. This is a known issue that has since been corrected. The failure was linked back to the supplier and related to an assembly error installing the wheel hub to the drive motor shaft. The risk for this failure to occur is low and the likely hood of injury to occur is also very low. The dealer has been supplied a replacement drive motor with preinstalled wheel hub assembly according to specification to correct this problem. The supplier will be alerted to the failure and the risk analysis will be updated for traceability and monitoring for future complaints. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
It was reported that the left side drive wheel detached from the wheelchair due to the main hub bolt shearing off. Patient was in their living room when incident occurred and was not injured. Exact date of event is unknown, incident occurred in (B)(6) 2017.